Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported the abutment screw was broken. The broken screw has been removed from the implant and restoration will be done.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). Bone density type is unknown. The reported device was located on an unknown tooth site and was used for an unknown amount of time. X-ray or picture was not provided. A device history record (DHR) review could not be performed, as the lot numbers associated with the reported product is not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported that the abutment screw was broken. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.